Event description:
Additional information received: implanted date: (B)(6) 2004. Death date: (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
The patient's family reported that the patient situation got worse after replacement. The patient was on the bed not active, eat very few, got thin, breath not free. The patient was in the hospital. On (B)(6) .2013, the patient died due to breathing difficulties and finally the heart stopped beating. The patients' families think the manufacturer's brain pacemaker therapy technology was not mature, regret giving patient implanted with dbs (deep brain stimulation). If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer's representative noted that regarding cause of death, death report, death certificate, or autopsy report - they were unable to obtain. Regarding was the death related to dbs therapy as assessed by the hcp (healthcare provider), it was noted: no. Regarding the request to provide evidence and rationale that support the assessment, it was noted: they were unable to get it.